Event description:
I choose essure as a contraceptive method. I got 2 metal coils inserted in my tubes in 2012. Three months after the procedure was done, I went for a contrast test. The test showed that my right tube was still opened even though the coil was inserted correctly. I was told to come back in 6 months just to be sure that it was completely sealed. I went back a year and half later for another contrast test, only to find out that right side is still not closed. What are my options at this point? This is a painful and costly procedure! I don't want to spend more money on this. Thanks!